Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 18-sep-2024. The carto vizigo sheath device was returned to biosense webster (bwi) for evaluation. A visual and boroscope inspection of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a broken condition in the soft tip of the device. A microscopic inspection of the tip shows that the internal polytetrafluoroethylene (ptfe) was separated from the internal sheath wall. Also, a boroscope inspection was performed and internal components were found detached in the handle area right after the hub section. Additionally, throughout the shaft of the sheath, scrappings were observed, potentially caused by the needle or the catheter. It can not be determined if the damage started from the tip or the handle area. A device history record was performed for the finished device batch number, and no internal actions were identified. The interaction of the catheter with the internal sheath wall could have caused the ptfe detachment; therefore, the customer complaint was confirmed. The potential cause of the damage observed in the tip could not be determined and the ptfe detachment could be related to the procedure while the catheter or needle was removed from the sheath; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 14-aug-2024. It was a clear string. The patient was under general anesthesia for approximately 3 hours. It was completed. A transseptal was performed using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and abbott brk needle. The abbott brk needle fits through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient was kept to monitor if any foreign body was present. The procedure was not canceled. It was not damaged previous to being inserted into the patient¿s body. This was a brand new opened carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The damage occurred halfway through the case and was noted when the octaray was removed along with a foreign body. Therefore, added in d10. Concomitant medical products and therapy dates "abbott brk needle". During an internal review on 10-sep-2024 noted a correction to the 3500a follow-up #1 under d4. Primary UDI number. It should be (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a string was attached to the octaray catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When exchanging the octaray catheter for the ablation catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, a string was attached to the octaray catheter. The string was wrapped around the tip of the octaray catheter so they removed the carto vizigo¿ 8.5f bi-directional guiding sheath - medium from the body and there was more string stuck to the tip. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced to continue the procedure. No injury to the patient. They were waking the patient up during the call but no issues were reported. They will be including the string/fiber inside the return box with the faulty sheath. Additional information was received on 07-jun-2024. There was no extraneous difficulty noted. The caller thinks that the octaray catheter in general is tougher to maneuver in the carto vizigo¿ 8.5f bi-directional guiding sheath - medium than the pentaray, but there was no specific note on exceptional difficulty for this procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a string was attached to the octaray catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The biosense webster, inc. Product analysis lab received the device for evaluation on 15-jul-2024 and per the evaluation completion on 22-jul-2024, noted a broken condition in the soft tip of the device. A microscopic inspection of the tip shows that the internal polytetrafluoroethylene (ptfe) was separated from the internal sheath wall. The lab finding of the broken condition in the soft tip of the device was also assessed as MDR reportable. Bwi became aware of this condition on 22-jul-2024 and have assessed this returned condition as reportable. The device evaluation summary: the carto vizigo sheath device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a broken condition in the soft tip of the device. A microscopic inspection of the tip shows that the internal polytetrafluoroethylene (ptfe) was separated from the internal sheath wall. A device history record was performed for the finished device batch number, and no internal actions were identified. The interaction of the catheter with the internal sheath wall could have caused the ptfe detachment; therefore, the customer complaint was confirmed. The potential cause of the damage observed in the tip could not be determined and the ptfe issue could be related to the procedure while the catheter was removed from the sheath; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review 18-jul-2024, noted a correction to the 3500a initial under the field h6. Medical device problem code. Therefore, it was corrected from contamination / decontamination problem (a18) to material protrusion / extrusion (a0411). During an internal review on 24-jul-2024, noted a correction to the 3500a initial under the field h4. Device manufacture date. Therefore, it was corrected from 24-mar-2024 to 27-mar-2024. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of ¿a broken condition in the soft tip of the device¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿a string was attached to the octaray catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 03-oct-2024. The carto vizigo sheath device was returned to biosense webster (bwi) for evaluation. A visual and boroscope inspection of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a broken condition in the soft tip of the device. A microscopic inspection of the tip shows that the internal polytetrafluoroethylene (ptfe) was separated from the internal sheath wall. Also, a boroscope inspection was performed and internal components were found detached in the handle area right after the hub section. Additionally, throughout the shaft of the sheath, scrappings were observed, potentially caused by the needle or the catheter. It can not be determined if the damage started from the tip or the handle area. A device history record was performed for the finished device batch number, and no internal actions were identified. The internal components issue reported by the customer was confirmed. The potential cause of the damage observed in the tip could not be determined and the ptfe detachment could be related to the procedure while the catheter or needle was removed from the sheath; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).